Manufacturer narrative:
The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00377) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00233). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00233).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th june, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cap was missing on the suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.